Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to false empty detect as the last manual drain was not used. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 after therapy. The patient's drain volume was 4581ml. The largest prescribed fill volume was 2300ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported experiencing overfill symptoms. However, the patient did have other issues unrelated to peritoneal dialysis therapy. The nurse did not provide further information regarding the patient's unrelated issues, however, stated that the patient has resumed therapy on a fresenius cycler. There was no patient injury or medical intervention associated with this event.